Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer wants a quote for product maintenance due to device displayed message calibration required. There was no reported patient involvement.